Event description:
A karl storz resectoscope set was allegedly used during an endometrial ablation procedure. According to the dr, there was no evidence during the procedure that arcing occurred; however, the pt was found to have rec'd burns to the posterior vaginal wall, about 2cm x 3cm or 4cm. The burn appeared to be mucosally deep and subsequent follow-up confirmed this.